Event description:
It was reported that a patient underwent surgery for retinal detachment on an unknown date and suture was used. Approximately one month following the surgery, the patient experienced an inflammatory reaction to the stitches. Additional information requested.

Manufacturer narrative:
(B)(4) - inflammation occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent the procedure on (B)(6) 2012. The first symptom of inflammatory conjunctiva was treated with corticosteroid. Without any efficiency, an infection has been declared. Cultures were performed. (B)(6) eye infection was diagnosed. A re-operation was performed on (B)(6) 2013 and the inflammatory mesh was removed. No defect of the suture was noticed during the second operation. (B)(4).